Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call of high blood glucose readings from the insulin pump. The customer's blood glucose reading was 400 mg/dl last night. The customer's blood glucose went up to 500 mg/dl. The customer gave additional 10 units of insulin when he was at 400 mg/dl. The customer gave out 45 units of lantus when 20 units of humalog when he was at 500 mg/dl. At 3am, the customer had blood glucose of 200 mg/dl. At 7:30am, the customer had blood glucose of 162 mg/dl. The customer will call back to troubleshoot.